Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had an e105 error. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Due to the defective light-emitting diode (led) unit, the error e105 was displayed. During the device evaluation additional reportable findings were observed: the wire was corroded and the digital visual interface (dvi) connector on the rear panel was found damaged. However, the definitive root cause could not be determined. There was no basis that the defect is caused by misuse of the user, thus not applicable. Olympus will continue to monitor field performance for this device.